Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was not exposed to extreme temperatures, but temperature alarms occurred. Customer cleared the alarm to address the issue. There was no reported adverse impact to the customer¿s blood glucose level.